Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: no samples or photos were provided by the customer for investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of sterility questioned for lot #8178898 item #302832. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Rationale: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
Material no.: 302832, batch no.: 8178898. It was reported that during use of the bd 30 ml luer-lok¿ tip syringe there were questions on sterility and if there have been any sterility positive for bacteria. The following information was provided by the initial reporter: customer would like to know if there have been any complaints, field issues, or manufacturing deviations as there was a sterility positive for bacteria. As part of an ongoing investigation into a sterility positive, we are contacting the supplier of sterile materials used in our process. Customer would like to know if there have been any complaints, field issues, or manufacturing deviations as there was a sterility positive for bacteria.